Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: comparison of endoscopic and two-incision techniques for reconstructing a torn anterior cruciate ligament using hamstring tendons.

Event description:
It was reported that on literature review ¿comparison of endoscopic and two-incision techniques for reconstructing a torn anterior cruciate ligament using hamstring tendons¿, fourteen patients had discomfort at the tibial site of fixation after surgery with a s&n orthopedic staple. The complication was treated with revision surgery to remove the hardware from within the patient. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A clinical evaluation determined that no clinically relevant information was provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record, complaint history, instructions for use, and risk management review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.